Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Reported events - 6 events were reported for this quarter. Product return status - 6 devices were received for evaluation. Evaluation status - 4 events were confirmed during testing. - 1 device was found to be affected by a mechanical problem. - 2 devices were found to be affected by wear. - 1 device was found to be affected by mechanical shock. 2 device evaluations are in progress. Additional information - 6 devices were not labeled for single-use. 6 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the device had a component detach. 6 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 6 total events were initially reported. 6 previously reported events are included in this follow-up record.   Product return status 6 devices were received.   Event confirmation status 6 reported events were confirmed; the cause traced to component failure. Evaluation results 3 devices were found to be affected by worn internal components. 2 devices were found to be affected by mechanical damage. 1 device was found to be affected by mechanical shock.

Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the device had a component detach. 6 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 6 total events were initially reported. 2 previously reported events are included in this follow-up record.   Product return status 2 devices were received. Evaluation status 1 reported event was confirmed during testing. - 1 device was found to be affected by a broken blade mount assembly. 1 device evaluation is in progress.   Additional information 6 devices were not labeled for single-use. 6 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the device had a component detach. 6 events had no patient involvement; no patient impact.